Event description:
The physician was pulling drugs for a labor and delivery case and the screen of the unit froze. He then pushed the anesthesia rx icon and the windows trouble shooting box appeared but would not clear in an acceptable amount of time for the physician. There seems to be an issue with quickly moving through the process without the machine freezing up.